Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The patient reported that their blood glucose level was 67 mg/dl. The patient stated that the needle did not deploy.

Manufacturer narrative:
The returned device was evaluated and the device had the cannula partially deployed and the needle not retracted. The cause of the reported complaint of a needle mechanism failure was likely due to a bent cam finger which resulted in the slide insert/retract being forced upwards towards the top housing restricting it from functioning properly. The received device would not contribute to the reported low bg event as the customer stated the device was not worn. Due to the damaged pcb component that resulted in communication errors, the reported complaint could not be conclusively determined. The reported needle mechanism failure was not confirmed.